Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the procedure, the cannula broke off in the patient. Medical intervention was required to retrieve the cannula fragment from the patient. The fragment was successfully removed and no other adverse consequences were reported.

Event description:
It was reported that during the procedure, the cannula broke off in the patient. Medical intervention was required to retrieve the cannula fragment from the patient. The fragment was successfully removed and no other adverse consequences were reported.